Manufacturer narrative:
During an interventional procedure in the iliac vein, a smart control 12 x 80 x 100 self-expanding stent (ses) system was introduced onto an aquatrac guidewire but after advancing about 10cm, the delivery system could no longer advance even after repeated attempts were made. The smart control stent was replaced with a new smart control stent of the same size and it reached the lesion site and was deployed. While inspecting the returned unit, the stent was observed partially deployed by approximately 3 cm. A 10cm balloon was used to post-dilate the stent, the shape was intact, and all products withdrawn. The access site was held to stop the bleeding and the patient returned to the ward safely. Initially, after disinfection at the left popliteal vein, a short 8f sheath was inserted reversely, and then a guide wire and a catheter were placed in the sheath. The lower extremity venography showed that the left iliac vein compressed the image, and then the guide wire entered the vena cava through the stenosis, and the lesions were pre-dilated by 8 and 10 diameter balloons along the guide wire. The guide wire was retained, the smart control was opened and was ready for introduction. The wire was flushed before inserting the smart control. The guide wire was placed in patient for 10 minutes before stent was introduced. The temperature exposure indicator on the smart control pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. An 8f cordis sheath introducer and a 5f guiding catheter were used in the procedure. There was no difficulty encountered flushing the stopcock or the sds of the smart control. The new smart control stent was able to advance over the same wire. The guidewire was inserted into the tip of stent, then passed through the stent lumen to the end of stent. There was no patient injury. The device was returned for analysis. A non-sterile smart control 12x80 120 was received coiled inside a plastic bag. An aquatrack guidewire was received inside the plastic bag. Pin lock was not returned. Per visual analysis, stent was observed deployed approximately 3 cm. The outer sheath was observed kinked approximately at 4.1 cm from the strain relief. No other anomalies were observed on the unit. Per functional analysis, the device was successfully flushed; neither resistance nor obstruction was observed during flushing test. The returned aquatrack guidewire was introduced in the unit from the hub to the distal tip and from the distal tip to the hub. Insertion/withdrawal was successfully performed in both directions, neither resistance nor obstruction was experienced during the procedure. Also, a .035¿ emerald guidewire lab sample was introduced in the unit from the hub to the distal tip and from the distal tip to the hub. Insertion/withdrawal was successfully performed in both directions, neither resistance nor obstruction was experienced during the procedure. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Additionally, deployment test was performed successfully on the unit; neither resistance nor any anomalies were observed while deploying the stent. No damages were observed on the stent. A product history record (phr) review of lot 17989033 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was confirmed since the stent was observed partially deployed from the unit, as received. The reported ¿inner shaft - obstructed - in patient¿ was not confirmed since insertion/withdrawal test were successfully performed on the unit. Neither resistance nor obstruction was experienced during the procedure. The cause of the premature stent deployment and the kink observed on the outer sheath found on the unit, as received, could not be conclusively determined during the analysis. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable that the user¿s interaction with the device during use as well as vessel characteristics (although unknown) may have led to the reported events as well as the kink condition observed on the device, as received. According to the instructions for use, ¿introduction of stent delivery system: ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ neither the phr review nor the product analysis suggests that the event reported is related to the manufacturing process. Therefore, no actions will be taken.

Event description:
During an interventional procedure in the iliac vein, a 12 x 80 x 100 smart control self-expanding stent (ses) system was introduced onto an aquatrac guidewire but after advancing about 10cm, the delivery system could no longer advance even after repeated attempts were made. The smart control stent was replaced with a new smart control stent of the same size and it reached the lesion site and was deployed. While inspecting the returned unit, the stent was observed partially deployed by approximately 3 cm. A 10cm balloon was used to post-dilate the stent, the shape was intact, and all products withdrawn. The access site was held to stop the bleeding and the patient returned to the ward safely. There was no patient injury. The procedure was for the iliac artery. Initially, after disinfection at the left popliteal vein, a short 8f sheath was inserted reversely, and then a guide wire and a catheter were placed in the sheath. The lower extremity venography showed that the left iliac vein compressed the image, and then the guide wire entered the vena cava through the stenosis, and the lesions were pre-dilated by 8 and 10 diameter balloons along the guide wire. The guide wire was retained, the smart control was opened and was ready for introduction. The wire was flushed before inserting the smart control. The guide wire was placed in patient for 10 minutes before stent was introduced. The temperature exposure indicator on the smart control pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. An 8f cordis sheath introducer and a 5f guiding catheter were used in the procedure. There was no difficulty encountered flushing the stopcock or the sds of the smart control. The new smart control stent was able to advance over the same wire. The guidewire was inserted into the tip of stent, then passed thru the stent lumen to the end of stent. Additional patient information was requested but was not available. The device will be returned for analysis.